Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Device history record (DHR) review conducted: part # 03.404.024s lot # 6400p94 manufacturing site: (B)(4). Release to warehouse date : 24.may.2023 expiration date: 01.may.2033 supplier: depuy synthes products a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intra-operatively on may 30, 2024, a reamer irrigator aspirator (ria) reaming head broke inside the patient and 4 x slivers of metal are retained in the patient. The surgery was delayed by fifteen (15) minutes while removal of metal attempted. Procedure was successfully completed. This report is for one (1) 14.0mm reamer head for ria 2 sterile this is report 1 of 1 for complaint (B)(4).